Manufacturer narrative:
There was no report of malfunction of the subject device associated with the event. The subject device has not been returned to omsc. The exact cause could not be determined. The instruction of the subject device already warns;¿ when using the endoscope, make appropriate judgments and treatments from trained specialist viewpoints to avoid complications such as bleeding, perforation, or pancreatitis. A medical literature reports that the incidence of complications such as gastrointestinal perforation is 5¿10% when using an endoscope for a patient with altered anatomy. If any complication is observed, immediately stop the endoscopy/treatment and take proper measures.¿

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiography (ercp) for a patient, who had experienced intestinal reconstructive surgery, the duodenum and the esophagus of the patient were perforated and the patient died several days after the ercp procedure. It was also reported that olympus splinting tube (st-sb1s) and sigmoid videoscope (sif-h290s) were used in the ercp procedure. Olympus followed up with the user facility to obtain additional information, but the user facility denied providing detailed further information on the event. In addition, there was no request from the user facility to olympus.